Event description:
The customer reported that the sys displayed a generator fault error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep powered the sys and performed the kv tracking to test sys operation, no error codes displayed. The rep retrieved the error logs. He verified the wall outlet power at 115vac. The error log shows internal can error, points to problem inside x-ray tube. The rep made several minutes of fluoro exposure with 3mm cu. He retrieved rut events; also shows internal can errors. Following the return of the intermittent generator error, the rep tested, passed and used proper esd procedure to replace the gib, ffb p. C.bds, and examined the power module. He reseated connections in generator and at tth. The sys operated until the rep was able to duplicate the error by moving the c beyond 5 digress from ap while fluoroing. He replaced the power control cable assembly and tested the unit. The sys is operating as intended.